Manufacturer narrative:
Investigation results: it was reported that there was an occlusion and back flow. One sample model 10015414, lot 24026234 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. One spike was attached to am IV bag filled with water and the other spike was attached to an IV bag with blue dye water. One clamp was opened at a time and the set was able to flow. No back flow or oclussion was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10015414 lot number 24026234 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module blood set back flowed the following information was received by the initial reporter with the following verbatim: patient was receiving 2 units of blood (due to his 15 ml/kg hitting the max of 2 units). The second unit was running slower, over 3 hours due to discomfort in the patient's hand during transfusion. At the end of the transfusion, the chamber of the tubing had blood in the base of it and also had blood on top of the chamber but in the middle it had "run dry". Since the blood bag had been completed, I clamped and switched over to the ns flush and the chamber had back flowed into the saline bag, mixing it with blood. All throughout any attempts of running the blood or the flush, the pump would continue to say that the patient side was occluded. Due to the inability of flushing the tubing, the patient did not receive the blood left in the tubing but did receive a flush of ns following the transfusion.